Event description:
It was reported that during a cholecystectomy, clips jumped out from the beginning. Another device was used to complete the case. There was no adverse consequence to the pt. Device will not be returned.

Manufacturer narrative:
Date sent: 06/07/2007. Info is unavailable; device was not returned for evaluation.